Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that he had tachycardia and his defibrillator "did nothing" on (B)(6), 2010. He said that his device is "flawed" and "useless". He said that he feels that his device is "set too high" and that it "should do something to adjust itself". The patient had been seen by his physician recently for a stress test and the settings were "okay". While in the hospital on (B)(6), 2010, the setting was lowered. In addition, the patient's heart rate was slowed using medications. The patient further reported that he will be having surgery to remove scar tissue and he would like the device to be removed as well. The device is still in use. No further patient complications have been reported as a result of this event.